Manufacturer narrative:
A promus premier ous mr 38 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged in the mid-section of the stent with struts lifted from their crimped stent position and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was pushed against the calcified stenosed lesion during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 205 mm distal to the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. A recommended 0.014 guide wire was loaded into the wire lumen of the device without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-dec-2020. It was reported that advancing difficulties were encountered. The severely stenosed target lesion was located in the calcified distal right coronary artery. Following pre-dilatation, a 38 x 4.00 promus premier drug-eluting stent was advanced but failed to reach the lesion. Pre-dilatation was performed again but resistance was severe and the device was stuck in the lesion. The device was removed through the guide catheter and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.